Event description:
It was reported to philips that system failed to boot due to mpdu control board fuse defect on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced defective fuse and backup cover, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).